Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was told that they would have to charge every day. Besides being inconvenient, this caused patient's pain to increase. The issue was not resolved. The physician was worried battery had a problem,. This was not even considered. Patient was not sure if the trouble outweighed reduced pain. Patient had pondered their options and were considering removal of unit since the manufacturer did not seem to have the answer. Patient's pain doctor was also very disappointed in outcome of uses of device and reduced pain relief. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was charging too frequently. The patient recently switched to a new group. The patient charges their device to 100%. The patient stated that they saw their pain healthcare provider (hcp) and they were told that it wasn't right and something could be a problem with the device, however, the hcp didn't interrogate the device. The patient reported pain and heating at the ins site while recharging. The patient only gets relief at a high setting. The patient stated that they need to lay on the ins to recharge to place greater pressure on it to get a better connection and as a result the ins site get sore. The patient also mentioned that when they recharge it heats up before they get the full charge screen. No further complications were reported or anticipated.